Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that undersensed r wave during testing of the device was observed. Patient was stable before, during and after testing and reprogramming. Lead remains implanted.